Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) implant site, cultures were taken and the patient was treated with antibiotics. The entire pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.